Event description:
Customer's wife called to report a hospitalization due to low blood glucose. The current blood glucose reading is 159 mg/dl. Caller stated that the customer had a diabetic seizure and is hospitalized. The blood glucose reading at the time of the event was 60 mg/dl. Caller stated that the insulin pump or customer bolused by accident. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.